Event description:
It was reported that patient underwent elbow procedure 2004. Subsequently, revision procedure was performed 2008, where one condyle kit screw was broke and the head of the other screw sheared off. The screw shaft with threads remained in the bushing of the ulna component. Ulna component and condyle kit were replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. As no product was returned, analysis of explanted device cannot be performed. This report filed december 17, 2008